Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided. If implanted; give date: unknown/ not provided. If explanted; give date: unknown/ not provided. Several attempts were made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported vitreous loss with an intraocular lens. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Section d10. Device available for evaluation? Yes; returned to manufacturer on: 08/14/2020 section h3. Device returned to manufacturer? Yes. Device evaluation: the pcb00 device was received in the original folding carton at the manufacturing site for evaluation. The plunger was advanced for delivery and found locked and functional. The pcb00 device was observed under microscope and no viscoelastics were observed in the device. The lens was not returned. There is no cartridge tip damage. There is no pushrod damage. There is no assembly error. Based on the returned product visual evaluation there is no product quality deficiency. With the limited information that was received and since the lens was not returned, the reported issue could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed. No non-conformance report associated with the production order was found. There was no deviation found during process related to the complaint issue reported. The product was manufactured and released according to specifications. A search in complaint system revealed one additional complaint for this production order number has been received, however is unrelated to this reported complaint. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.